Manufacturer narrative:
The customer noticed the issue because the qc recovery was low. The customer contacted the bci hotline and customer was directed to perform cup cleaning and lamp calibration, which resolved the issue. A field service engineer (fse) was dispatched and replaced the reagent tubing, but noted that the customer maintenance had already resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low phosphorus results for two patients generated by the unicel dxc 800 pro synchron chemistry analyzer. Erroneous results were reported outside the laboratory. Per the laboratory, there was no impact to treatment for either patient.